Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Index procedure was prompted by unstable angina. A resolute onyx was implanted in the r-pda during the index procedure. Approximately 7 months post index procedure, the patient suffered acute dystolic heart failure and was treated with medication. The patient expired 7 months later, cause of death was heart failure. The investigator assessed that the event is not related to the study device, procedure or drug.

Manufacturer narrative:
The patient had a history of cad. Cec adjudicated the patients death as cardiac death. If information is provided in the future, a supplemental report will be issued.